Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7070726/7070798/7070894.

Event description:
It was reported that the patient developed an infection at the right deltoid incision site. No known symptom was reported. The patient was administered antibiotics. The patient underwent a spinal cord stimulation (scs) lead explant procedure and was doing well postoperatively. The explanted lead will not be returned.